Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Concomitant medical products: part # unknown / unknown head / lot # unknown, part #unknown / unknown cup/ lot # unknown, part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00124.

Event description:
It was reported patient has been indicated for revision surgery due unknown reasons. However, no revision has been reported to date. Radiographs were reviewed by a health care professional and indicated that the patient dislocated. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation. No other findings related to the event were noted. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.